Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Upon transporting patient emergency dept from another hospital, about 15 minutes out from arrival, the hamilton t-1 experienced a multiple alarm episode in which the team acted upon to try to correct issues, vent reading high frequency, low pressure, oxygen supply fail, loss of peep, and some air leaking noted, team corrected some leaking, patient tolerating vent with no loss of respiratory volumes, peep or rate, or fio2. Device malfunction - that is, the device did not do what it was supposed to do